Manufacturer narrative:
A direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained data from 27feb2019 to 03mar2019. The pump was set to a fixed speed of 9600 rpm and operated above the low speed limit of 9200 rpm for the duration of the log file. The log file consisted of pi events as well as power cable alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log file appeared to show the system operating as intended. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted into the emergency department the afternoon of (B)(6) 2019 for hematuria. The patient was admitted. Log file review performed by technical services found no unusual events and the equipment was operating as intended.